Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: when the device was inserted from the 2mm port and grasped cholecyst, the jaw came off. The jaw part could be retrieved, but screw part was missing. No bleeding. No tissue damaged. Extended more than 30 minutes. No patient info available. No patient injury was reported.